Event description:
Dealer called stating that the back of the h605 bath lift allegedly fell off when consumer used the device.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model h605, serial number/date code (B)(4). The owner's manual part number 1167607 rev a (jan-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer went to use the h605 bath lift for the first time and the back of the lift allegedly fell off. The consumer allegedly hurt his back. Invacare consumer affairs contacted the dealer who stated that the consumer would have been the one to put the lift together. The dealer did not know the extent of the back injury or if medical intervention was sought. Consumer affairs is attempting to contact the consumer for additional information. The product is to be returned to invacare for an inspection and evaluation.